Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of customer an error message with the freestyle libre sensor. The caller reported the customer lost consciousness. However, the caller did not have any further details regarding the event. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported on behalf of customer an error message with the freestyle libre sensor. The caller reported the customer lost consciousness. However, the caller did not have any further details regarding the event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Section h4 (device mfg date) was updated based on the extended investigation. All pertinent information available to abbott diabetes care has been submitted.section d4 (serial no) has been updated from (B)(6) to (B)(6) as it was submitted incorrectly in the previous report.